Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus blood collection tube was drawing low volume during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and tested and the customer's indicated failure mode for underfill and microclots with the incident lot was not observed. Samples from the incident lots were evaluated. All samples were visually inspected for the presence of citrate additive, and all tubes were found to contain the correct amount of additive in the tube. Following visual inspection, all samples were tested for the amount of the citrate additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to underfill through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill and microclots with the incident lot was not observed. Further investigation for underfill has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Based on the investigation for microclot, a root cause could not be determined. A CAPA has been initiated for underfill to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd vacutainer plus blood collection tube was drawing low volume during use. There was no report of exposure, injury, or medical intervention noted.